Manufacturer narrative:
(B)(4). The caller was going to discuss the issues with the physician in the emergency room to determine if a possible lead revision procedure should be performed. Efforts to obtain additional product issue details were unsuccessful and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was in atrial fibrillation (af) during attempts to perform a threshold test. Patient data was showing a vs event at the vp. The caller found that the patient's intrinsic rate was at 100bpm and she was trying to perform the threshold test at 110ppm. The caller was inquiring if the test would be competing with the patient's intrinsic and the device would not be able to overdrive pace for thresholds and if there would be fusion. A boston scientific technical services consultant discussed the clinical observations with the caller. The caller stated that the patient had passed out today and took a hard fall. The consultant discussed the possibility of loss of capture, no conduction or no acing therapy. Additionally, the device had been programmed to aair with vvi as back up programming; however, the patient had been in atrial fibrillation (af) for awhile and the caller was wondering if there was a potential issue with atrial sensing and the patient did not switch to secondary pacing. A chest x-ray was performed to assess the placement of the right ventricular (rv) lead and the results confirmed normal placement. No adverse patient effects were reported.